Event description:
The pump was returned for investigation. Investigation found that the display screen was badly scratched, the battery compartment was cracked, and the display was dim and discolored. This report is made based on results of investigation completed on (B)(4)2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the display lens was badly scratched. The battery compartment was cracked. In addition, the pump powered up to a dim and discolored verify screen. (B)(6).